Event description:
Accordingly to the information there was a tubing break.

Manufacturer narrative:
Additional information concerning this event and the return of the explanted components has been requested. At this time, no response has been received.